Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The patient underwent maneuvers and pocket manipulation but was unable to reproduce the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.